Manufacturer narrative:
The pump was received with stripped battery cap at coin slot area, cracked reservoir tube lip, minor scratched lcd window and bleeding on lcd glass.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they cannot get the battery cap due to it being stripped off. The customer states the pump is dead and cannot change out the batteries because of the stripped battery cap. The customer's blood glucose level at the time of incident was 240mg/dl. The customer was advised that the pump would be replaced and returned for analysis.